Event description:
Patient underwent cranioplasty with norian and titanium implants. Post operatively, patient experienced fluid build up. Two small drainage surgeries were performed. Surgeon has not removed the implanted material .this is 1 of the reports on the same event.

Manufacturer narrative:
Implants currently remain in the patient. Investigation could not be concluded, no conclusion could be drawn. Manufacturing records could not be reviewed without a lot number. Manufacturing date cannot be determined without a lot number.